Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock and high pacing impedances out of range and noisy signals. The patient already went to the hospital for lead troubleshooting as there was a suspected lead impairment. The technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.